Event description:
It was further reported after the index procedure, the patient experienced progressive renal failure and received hemodialysis. It was also noted that the patient had bilateral leg amputation due to peripheral vascular disease. The patient developed multiple medical problems. In (B)(6) 2013, the patient expired at home with suspected cause of death to be multiple organ failure.

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient expired. In (B)(6) 2011, the patient presented with angina equivalent symptoms and an abnormal nuclear stress test. The patient was diagnosed with stable angina and silent ischemia. Cardiac catheterization was recommended. Prior to treatment of the target lesion a 2.50x28mm non bsc stent was placed in the proximal left anterior descending artery, resulting in 0% residual stenosis following post dilation. The 75% stenosed and 20mm long de-novo target lesion was located in the mid right coronary artery with a reference vessel diameter of 2.9mm. The target lesion was treated with direct stent placement of a 3.0x32mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient expired due to an unknown cause.

Manufacturer narrative:
Updated: death date, describe event or problem. (B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).